Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported failure of the needle mechanism to fire and deploy the cannula or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported her blood glucose reached 18.0 mmol/l (324 mg/dl) and that the pink slide insert was not in the center of the window.